Manufacturer narrative:
Investigation pending return of device to manufacturer. Follow up 05-jan-2026: device received, investigation of device is ongoing.

Event description:
Flow level sensor head intermittently reading appropriately/not reading with led flashing on & off despite volume above level sensor head.

Manufacturer narrative:
Investigation pending return of device to manufacturer. Follow up 05-jan-2026: device received, investigation of device is ongoing. Final 04-mar-2026: upon receipt sensor presents residue accumulation in both heads. During in-house testing, sensor does not react to fluid and lack of it on safe level head. Sensor intermittently loses communication on safe level side. Holding cable in position sensor is able to communicate correctly with system. Confirmed internal wiring damage on cable between safe and protected level heads due to bend. Root cause determined to be accidental damage to internal wiring due to bend. Sensor is beyond economical repair - device replaced.

Event description:
Flow level sensor head intermittently reading appropriately/not reading with led flashing on & off despite volume above level sensor head.

Manufacturer narrative:
Investigation pending return of device to manufacturer.

Event description:
Flow level sensor head intermittently reading appropriately/not reading with led flashing on & off despite volume above level sensor head.